Event description:
Unsolicited communication: pt's spouse reports pump alarm going off. Alarm message was "no disposable, clamp tubing". Advised spouse to clamp tubing and ensure cassette was properly attached to pump. When spouse removed cassette she noticed damage around where the blue tab is pulled off. Pt's spouse discarded cassette and mixed another one. New cassette was running fine on pump. Advised spouse to be careful when removing the blue tab as if done too harshly can cause issues/alarms. Spouse understood and had no other questions or concerns. Photographs were not provided. Setflow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking info is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.